Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly, service code 107, service code 112) has been evaluated. Upon investigation the monitor was unable to power up. The reported service codes were unable to be confirmed due to the monitor being unable to power up. The cause for the inability to power up was isolated to a failure at bga components u102 and u105 on the computer/analog board. The root cause of the bga failure cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not powering on properly and was displaying service code 107 (multiple abnormal shutdowns) and service code 112 (corrupt questionnaires database).